Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #:3074299; d.4. Medical device expiration date: 2024-03-31; h.4. Device manufacture date: 2023-03-15. D.4. Medical device lot #:3016664; d.4. Medical device expiration date: 2024-01-31; h.4. Device manufacture date: 2023-01-16.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes while customer inverting the tube, the top popped out and blood spilled. The following information was provided by the initial reporter. The customer stated: customer report #: 367962 cap opened while inverting the tube and the blood got spilled.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually examined and no issues were observed relating to stopper creepout. A draw test was performed at the manufacturing site on the 10 retention tubes. All tubes were within specification limits with no issues identified for stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes while customer inverting the tube, the top popped out and blood spilled. The following information was provided by the initial reporter. The customer stated: customer report #(B)(6) cap opened while inverting the tube and the blood got spilled.